Event description:
The customer reported that they are receiving spo2 parameters intermittently.

Manufacturer narrative:
The customer reported that they are receiving spo2 parameters intermittently. Philips has not been able to determine if there was an inop as expected when there is a device malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).